Event description:
A physician successfully deployed a starclose device into the left femoral artery. The next day, the pt returned to the hospital and presented with a left groin hematoma. An ultrasound showed heavy bleeding into the scrotal sac. The physician held manual compression for >20 minutes. Blood was expressed from the site. The pt was discharged home within two days.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident.